Manufacturer narrative:
The alleged event could not be duplicated.

Event description:
Provider alleges consumer alleges he was going up a ramp when his unit allegedly tipped backwards allegedly causing the consumer to fall out.

Manufacturer narrative:
Corrected b2. This is not a death claim.

Event description:
Provider alleges consumer alleges he was going up a ramp when his unit allegedly tipped backwards allegedly causing the consumer to fall out.

Manufacturer narrative:
The device has not yet been made available for evaluation at this time. Should further information become available, a follow-up report will be issued.

Event description:
Provider alleges consumer alleges he was going up a ramp when his unit allegedly tipped backwards allegedly causing the consumer to fall out.